Event description:
Defective geometric configuration of ring on deployment, resulting in non-functional device. No patient injury. Multiple have seen 10-20 times over past many months in 2025. Latest 12/18/25.